Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pump stop: the cause of the pump stop issue was not determined without returned product investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump stop. Attempts to restart the pump were unsuccessful. The patient was successfully weaned from the pump and survived.